Event description:
During a laparoscopic colon procedure, the post broke off of the device while tightening with the torque wrench. Replaced device and completed the procedure. There was no pt consequence.